Manufacturer narrative:
Concomitant product: an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps fell off an unspecified quantity of amia cassettes. This event occurred during setup for peritoneal dialysis (pd) therapy. The patient was not yet connected for therapy at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.